Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced an alert 38 notification while attempting to complete a supply change. The user restarted the device and successfully performed a dry run and refill sequence without further alerts before reconnecting new supplies and resuming insulin delivery. There was no report of end-user harm or adverse event associated with this case.